Event description:
Customer called for documentation information for insurance purposes. Customer reports to have experienced no delivery alarms, battery life issues, and infusion set issue. Customer was advised to contact helpline when issues occur. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.